Event description:
It was reported that multiple automated peritoneal dialysis (apd) patients experienced peritonitis. The cause of and treatment for the events were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient s' outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred between 2019-2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.